Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device's lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that it would not power on. The device would not be able to provide voice prompts without powering on, so the reported issue was verified. Physio determined that the cause of the device not powering on and being able to provide voice prompts was due to the latch lid rubber cushion no longer being on the latch. The device was destructively tested and retained by physio-control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device's lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.